Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs are being submitted in association with this observation: 3005248192-2022-00804, 3005248192-2022-00805, 3005248192-2022-00806, 3005248192-2022-00807, 3005248192-2022-00808, 3005248192-2022-00809, 3005248192-2022-00810, 3005248192-2022-00811, 3005248192-2022-00812, 3005248192-2022-00813, 3005248192-2022-00814, 3005248192-2022-00815, 3005248192-2022-00816, 3005248192-2022-00817, 3005248192-2022-00818, 3005248192-2022-00819, 3005248192-2022-00820, 3005248192-2022-00821, 3005248192-2022-00822, 3005248192-2022-00823, 3005248192-2022-00824, 3005248192-2022-00825, 3005248192-2022-00826, 3005248192-2022-00827, 3005248192-2022-00828, 3005248192-2022-00829, 3005248192-2022-00830, 3005248192-2022-00831, 3005248192-2022-00832, 3005248192-2022-00833, 3005248192-2022-00834, 3005248192-2022-00835, 3005248192-2022-00836, 3005248192-2022-00837, 3005248192-2022-00838, 3005248192-2022-00839, 3005248192-2022-00840, 3005248192-2022-00841, 3005248192-2022-00842, 3005248192-2022-00843, 3005248192-2022-00844, 3005248192-2022-00845, 3005248192-2022-00846, 3005248192-2022-00847, 3005248192-2022-00848, 3005248192-2022-00849, 3005248192-2022-00850, 3005248192-2022-00851, 3005248192-2022-00852, 3005248192-2022-00853, 3005248192-2022-00854, 3005248192-2022-00855, 3005248192-2022-00856, 3005248192-2022-00857, 3005248192-2022-00858, 3005248192-2022-00859, 3005248192-2022-00861, 3005248192-2022-00862, 3005248192-2022-00863, 3005248192-2022-00864, 3005248192-2022-00865, 3005248192-2022-00866, 3005248192-2022-00867, 3005248192-2022-00868, 3005248192-2022-00869, 3005248192-2022-00870, 3005248192-2022-00871, 3005248192-2022-00872, 3005248192-2022-00873, 3005248192-2022-00874, 3005248192-2022-00875, 3005248192-2022-00876, 3005248192-2022-00877.

Event description:
On (B)(6) 2022, sid (B)(6) generated a false positive result for the cov2 target. The sample was repeated and resulted negative on another technology. Laboratory also runs liat, roche, palex and genexpert. The false positive results were not reported outside of the laboratory. There was no reported impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
An investigation of the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403 and 527602 was performed. Customer data review: the review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 are performing as expected for the flu a and sars-cov-2 targets. The reported samples are near or close to limit of detection (lod). Therefore, the results may not be reproducible. Different platforms may have different sensitivity therefore if the reported sample is near or close to lod, the result may not be reproducible. Quality data review: review of the manufacturing packet for the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. CAPA review: a CAPA review of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. Complaint history review: no records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint for the flu a and sars-cov-2 targets. Based on the results of the investigation, a product deficiency for the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403 and 527602 was not identified. Although complaint investigation has been tied to confirmation action (B)(4), the reported discrepant result on (B)(6) 2022 was not related to a confirmed deficiency.